Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a paclitaxel set leaked. The leak was further described as ¿etoposide leaking from the bottom of the 0.2 micron filter in the paclitaxel tubing set¿. The expected infusion time was 24 hours; however, approximately 18 hours into the infusion the leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.